Event description:
It was reported the patient felt no stimulation sensation. The patient lost stimulation while on vacation in (B) (6) about 2 weeks ago, (B) (6) 2010. Impedance readings were >20000 ohms. The patient was seen for reprogramming on (B) (6) 2010. Although high impedances remained on all three leads, the patient was able to get good stimulation and coverage with two or three leads.

Manufacturer narrative:
(B) (4).